Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced inaccurate cgm values 8 days after the sensor was inserted into the arm. Approximately on (B)(6) 2023, the patient had been sick and was receiving erratic high and low readings (cgm reading was not specified). The patient reported that the bg readings were 300-400 mg/dl and that the cgm reading were 100 mg/dl lower than the bg readings (no readings were provided). At an unspecified time during the event, the cgm reading was reportedly low. The patient was resting and passed out in the middle of the night. The patient could not recall the reading prior to or following the event. The patient did not check the bg at the time of the event. The patient reportedly recovered on her own without medical intervention. The patient self-treated with insulin and started to feel better. At the time of the report, the patient was normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that readings were over 100 mg/dl off. There were no reported glucose values available to search within the parkes error grid calculator. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient passing out. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.